Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the rotating ring in the distal end of the adapter was rotated out of position and this prevented the loading of a reload. Functional testing found that the unload switch was depressed multiple times and showed no hang ups or sluggishness. The adapter was then connected to the gen2 adapter black box running gen2 acc software, and the strain gauge was responsive. There was an articulation calibration error in the data saved to the system. The adapter had 14 of 50 procedures remaining. The adapter was connected to an rpa clamshell and an rpa signia handle running v29.6 software. The device went into emergency retract mode, and the remove reload screen appeared. A reload was attempted to be connected but could not be fully connected to the adapter. It was reported that the instrument broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the rotating ring was inadvertently moved out of position by improperly loading the reload. It is important to make sure the load arrow of the reload aligns with the load arrow of the adapter when connecting the reload into the adapter. The evaluation detected an unreported condition: of articulation calibration error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, intra-operatively, at the time of replacing the reload, the loading hub of the adapter was damaged. Another adapter was used to complete the case. There was no patient injury.